Event description:
New information received notes the clinician managed the patient, and the patient was stable following programming changes.

Event description:
It was reported that inappropriate therapy for rapid atrial fibrillation (af) and frequent ventricular ectopic beats (veb) was observed on the implantable cardioverter defibrillator (ICD) on a remote transmission. Programming changes were recommended and to be completed by the clinician. The patient was stable.